Event description:
It was reported that the rod snapped in half when used with a french bender. Per email conversation all fragments were removed and surgery completed successfully with different rod. No adverse consequences to the patient were reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via correspondence with the rep. The rod was returned in 3 pieces. The smaller two sections were fractured from each other. The longer segment was cut away from the rest of the rod. The rod fractured at the laser marking. The laser marking was shown to have voids on it. CAPA was opened to investigate rod fractures and add updates to the manufacturing process to reduce the amount rod fractures. The major contributing root cause related to the issue are the voids that are created in the part during the laser marking process. Manufacturing process updated to no longer create voids. Conclusion: the root cause of the reported event is voids created during the laser marking process.

Event description:
It was reported that the rod snapped in half when used with a french bender. Per email conversation all fragments were removed and surgery completed successfully with different rod. No adverse consequences to the patient were reported. This is complaint is reportable as malfunction due to potential of fragment remaining.